Event description:
It was reported via repair work order that there was fluid ingress to mattress due to damaged top cover. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: customer will replace mattress.